Event description:
During a clinic follow-up, the device was observed to be in backup mode (bvvi) due to non-maskable interference (nmi). The device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode (bvvi) was confirmed. The device was received in bvvi due to an unknown reason. Despite extensive efforts, the backup condition could not be reproduced and the cause of the transient non-maskable interference (nmi) could not be determined. Analysis performed after reloading the product code indicated that the device exhibited normal device characteristics with no anomalies. The battery voltage is still normal and above elective replacement indicator.